Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the jaws did not open after sealing. No patient harm.

Manufacturer narrative:
Investigation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found eschar in the device knife track. The reported condition was confirmed. Investigation found a large amount of eschar build up on the back of the device seal plate and inside the knife track. The eschar build up caused the knife to get stuck midway in the knife track. The stuck knife caused the device to become difficult to open and close. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instruction for use states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. The reported condition was confirmed. Investigation from the provided picture found a large amount of eschar build up on the back of the device seal plate and inside the knife track. The eschar build up caused the knife to get stuck midway in the knife track. The stuck knife caused the device to become difficult to open and close. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instruction for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, the jaws did not open after sealing. A new device was used to continue without any patient harm.